Event description:
Event description guidant received information that this right ventricular implantable lead dislodged. An attempt was made to reposition the lead, however the helix was not able to be retracted and the lead was explanted, and will be returned for analysis. It was replaced successfully with a same model lead.